Event description:
Int'l affiliate reported patient detected a leakage at level of the connection between the set and the bag. The event occured before the therapy, during the preparation of the machine. No patient injury or medical intervention was indicated in the initial report.

Manufacturer narrative:
Evaluation summary: this complaint was not confirmed in the lab. No alarms, obvious defects, or abnormalities were noted during the visual and functional evaluations. No leaks were noted during testing. There are no further measures to be taken relative to this matter. Renal product surveillance and quality engineering, along with plant manufacturing / quality personnel, will continue to monitor this product line for trends and will take corrective / preventive action as appropriate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007.